Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. One quadripolar, inquiry steerable diagnostic catheter was received for evaluation. The reported deflection issue was confirmed. The catheter deflected when actuating the steering mechanism; however, the catheter did not deflect in the correct shape according to specifications, due to kink in the shaft. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the kink remains unknown.

Event description:
During a supraventricular tachycardia procedure, it was noted that the curvature of the catheter was unusual resulting in a delay. The catheter was exchanged however the same issue occurred with the new catheter. The catheter was exchanged again to resolve the issue. The procedure was completed with no adverse patient consequences.

Manufacturer narrative:
Corrected information: h6. Corrected the health impact code to 4604 - delay to treatment/ therapy.